Manufacturer narrative:
The device subject of the reported event was returned for evaluation. Upon return of the device, it was noted that the loop portion was not returned. Without the return of the full device a complete evaluation could not be completed, and a root cause could not be determined. No additional issues have been reported.

Event description:
The distributor reported that during a patient procedure the snare loop from their exacto cold snare detached. A second exacto cold snare was utilized to complete the patient procedure following a short delay. No report of injury.

Manufacturer narrative:
Following the patient procedure, the detached portion of the snare loop was located and removed. The device subject of the reported event is being returned for evaluation. The device history record was reviewed for the subject lot and no abnormalities were noted. A complaint review was performed and confirmed the event to be isolated for the subject lot. Investigation of this event is in progress. A follow-up report will be submitted when additional information becomes available.